Event description:
It was reported that the customer broke her belt clip. Advised that a replacement belt clip would be sent. The customer also stated that the infusion set was sometimes not working properly. The customer stated that the cannula would get bent, and she would not receive insulin. The customer stated that her blood glucose was over 600 mg/dl due to a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.